Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator's front panel suddenly shut down. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.